Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that no impedance testing was performed. Follow-up is being conducted to obtain clarification regarding the discrepant information involving the impedance testing. No further complications were reported/anticipated.

Manufacturer narrative:
It was determined that this event was a duplicate of the event reported under report number 9614453-2017-00891 to this end, all further information will be reported under report number 9614453-2017-00891 rather than this report (9614453-2017-00883). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined that this event was a duplicate of the event reported under report number 9614453-2017-00891 to this end, all further information will be reported under report number 9614453-2017-00891 rather than this report (9614453-2017-00883).

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported a system continuity test was completed using impedance testing and resulted in the discovery that the impedances were not in range. The two extensions and implantable neurostimulator (ins) were explanted and replaced on (B)(6) 2017. It is unknown if the issue was resolved. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.